Event description:
It was reported that when the perclose proglide device was removed from the package, the clinician observed the suture to be loose. Another proglide device was used to achieve hemostasis. The device was never introduced into the pt anatomy; therefore, there was no pt involvement. The device was to be used after an interventional procedure. During returned device evaluation, a component of the device was observed to be out of specification. Though requested, no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation of the returned device found it was in the pre-deployed position except that the link was slack. There was blood at the guide and in the needle slots. When opening the foot, there was excessive dried blood present, indicating that the device was partially deployed inside the pt. This is inconsistent with the reported event. During testing, the needles were deployed and the sutures were retrieved as designed. Based on the investigation findings, the device performed according to specification and a root cause related to the device could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.